Event description:
A health care provider (hcp) reported that the handpiece was not working properly and it was provided that bur was stuck in the device handle. There was no patient impact.

Manufacturer narrative:
Product analysis: the service result confirms that the broken bur was stuck (in the handle) and the thumb wheel locked/seized by corrosion. Visually, the inner shaft was broken approximately 0.48 inches from the distal end of the inner hub. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.354 inches in the deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. If information is provided in the future, a supplemental report will be issued.